Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. Blood glucose reading was 50 mg/dl and treated with sugar tablets. Customer¿s blood glucose readings were 372 mg/dl at the time of incident. Customer when removed the set and it was bleeding. Customer also reported that the insulin pump had a multiple insulin pump error alarms then did a self test and everything was fine. Troubleshooting was declined for high blood glucose. Customer was using auto mode. The insulin pump will not be returned for analysis.